Manufacturer narrative:
(B)(4). At the time of this report, the patient remained hospitalized. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information was received and upon review it was determined that this is a duplicate report and all information has been reported in MDR#1416980-2016-17265. Should additional relevant information become available, a supplemental report will be submitted in MDR#1416980-2016-17265.

Manufacturer narrative:
(B)(4). On the same day as the event onset, the patient was hospitalized for the event. Two days after the event onset, the patient was discharged from the hospital. Five days after the event onset, the patient was readmitted to the hospital for peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the peritonitis. The cause of the peritonitis was not reported. Treatment for the peritonitis was not reported. It was not reported if dianeal therapy was ongoing. It was not reported if the patient was recovering or was recovered from the peritonitis. No additional information is available.